Manufacturer narrative:
Investigation summary: flow: damage. Visual inspection: visual inspection of the returned device performed at customer quality (cq) shows device is bent at both the distal and proximal end. No new issues were identified. A device failure was identified. Document/specification review: the documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown, most likely excessive force was used during use resulting in the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Manufacturing location: supplier-(B)(4) / inspected, packaged and released by: (B)(4). Release to warehouse date: jun 07, 2019. Part number: 03.311.042, reduction wire/1.8mm diameter 400mm long. Lot number: u337934 (non-sterile). Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 26-apr-2019 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Packaging label log (pll), lmd rev a was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review. Mar 25, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the reduction wire was found not functioning during reverse logistics audit of returned device at millstone. There was no patient involvement . This complaint involves one (1) device. This is report 1 of 1 for (B)(4).